Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was not able to squeeze the handle and the device did not fire. The device was impossible to staple the tissues as the handle and the jaws stay stuck. They changed the reload to complete the case. There was no patient injury.